Event description:
It was reported that during a lap hand assist colon procedure, the devices ripped when put hand in. Did not touch metal. Got a third one to complete the procedure. There was no pt consequence. No return device.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.